Manufacturer narrative:
Investigation results completed on a smith medical cadd solis 2120 pump. Device evaluation completed and results indicated no fault found with pump, as could not duplicate complaint of pca cord alarm. The rdc port is working as expected and suspected faulty cord by consumer. No action was taken as device passed all functional and delivery testing.

Event description:
Investigation results competed on a smiths medical cadd solis vip 2120 pump. Summary in h 10.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump intermittently alarms "pca cord attached". There were no injuries or adverse events reported.